Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with acute decompensated chronic cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During support, a unit nurse tripped over the impella pump power cord and the device was pulled out of position, into the aorta. The physicians' efforts to reposition the impella were not successful, and the device was explanted.